Event description:
During prep there was a leak noted in the valve of the agilis introducer. The introducer was removed and replaced with no impact to the patient. Vendor notified directly by clinical site. Manufacturer response for intravascular steerable introducer, 13fr, medium curl, agilis nxt steerable introducer (per site reporter).